Event description:
Event description guidant received information taht this pacemaker was explanted and replaced with a non-guidant device in november 2003 due to a depleted battery after being in service for 3.9 years. There was no indication of any adverse patient effects.